Event description:
It is reported that the staff nurse experienced difficulties in deflating the balloons while inserted in patient's rectum for two (2) flexi-seal control devices, after 1 day of use. Further report indicates that skin issue reported by the complainant concern clinical consequences noticed on patient which may have contributed to skin inflammation and the potential for dermatitis and/or ulceration.

Manufacturer narrative:
Based on the available info, this event is deemed a product malfunction that contributed to a serious injury to the pt which required medical treatment and/or intervention to prevent further skin breakdown. The fms device has been replaced, and has been discontinued from use. An investigation request was sent to manufacture on 11/08/2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a follow-up report will be submitted.